Manufacturer narrative:
The investigation showed that the problem described in the submitted report was caused by a hardware defect. An OEM component, namely the suint2200lcd2u uninterruptible power supply (ups), was defective. Inside the component a charred connector was found. The part was replaced by local service, following the replacement of the ups, the system works as specified. The reported issue has not reoccurred. The occurrence rate of the mentioned error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the image system suddenly switches off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.